Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced stress urinary incontinence, pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, bladder perforation (perforation of organ) and additional surgical intervention.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4). (Importer).

Manufacturer narrative:
Initially reported device previously implanted has been moved as a concomitant therapy. (B)(4).

Manufacturer narrative:
(B)(4)